Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 105mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 2018 and did not have the pump status checked post MRI. On (B)(6) 2019, the patient was seen in a neuro office and the status of the pump was checked showing a motor stall which occurred the same date and time he had the MRI. The patient was having no therapy issues and the pump had not been alarming. It was unknown if the MRI was done due to a suspected problem with the device or therapy. Motor stall recovery had not occurred. The patient would be kept in the office and the pump status would be periodically checked with logs. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the device was checked (B)(6) 2019 afternoon and in the device logs it showed a successful recovery. There were no further complications reported at this time.